Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) was exhibited possible loss of capture (loc) on the right ventricular (rv). T waves were non consistently visible. Later on, reprogramming was performed, sensitivity was adjusted. The device remains in service. No adverse patient effects were reported.